Manufacturer narrative:
(B)(4).

Event description:
During a right hip surgery utilizing the bioraptor knotless suture anchor, hip it was reported that a metal piece was left in patient. An x-ray confirmed the screw remains in the patient as intended, however, the metal insertion tip is also present in the patient. There were no reported patient injuries or complications.